Event description:
It was reported that a user requested assistance with changing an inset infusion set for the first time, during which the user¿s caregiver repeatedly pulled the cannula off while attempting to prime, resulting in an incorrectly deployed infusion set and an improperly attached infusion set connector; customer support provided troubleshooting, education, and arranged a standard replacement shipment. Symptoms included no reported adverse clinical effects. Outcomes included successful completion of the infusion set change with customer education and replacement supplies shipped. Investigation included remote troubleshooting and user guidance to correctly deploy the infusion set and attach the connector. Investigation of this case revealed user handling error during priming that led to improper infusion set deployment and connection. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup.